Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an earlyvue vs30 indicating there are nibp measurement errors. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips authorized repair facility which included visual and functional performance testing. The results of the analysis indicate the nibp measurements were incorrect. The nibp pump was found to be defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nibp pump. The issue was resolved by replacing the nibp pump assembly and calibrating the device. After repair, the device passed functional testing and was returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.